Event description:
It was reported that three (3) units of em2400 valve sets had calibration issues. It was further reported that during the calibration of tpn (total parenteral nutrition) mixer pipeline installation, bubbles occurred frequently and could not be corrected. This was observed during calibration in the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Three (3) devices were received for evaluation. Unaided eye visual inspection was done which did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed with no issues were noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.